Manufacturer narrative:
Batch review performed on 14 november 2018: lot 161370: (B)(4) items manufactured and released on 25 may 2016. Expiration date: 2021-05-12. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
The patient came in complaining of laxity 1 year and 8 months after primary surgery. The surgeon revised a 12mm poly for a 14mm poly. During surgery the patella was knocked loose so it was revised.